Event description:
Olympus (omsc) was informed that the customer tracheal intubation fiberscope was returned for service/repair for a reported ¿crushed¿ found during an unspecified event. Upon inspection and testing, the insertion tube coating was found peeled off. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the insertion tube was found crushed. Additionally, a portion of the insertion tube coating was found peeled off. Also, the angulation is below standard specification due to a stretched angle wire, there are stains on the image guide bundle, a portion of the bending section cover adhesive is missing, the paint on the control body is peeled off. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it can be assumed that the reported phenomenon could have been caused by stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Correction to g3 of the initial medwatch. The aware date should be 27-feb-2022